Event description:
A report was received that the patient was experiencing pain at the pocket site. Pain medication was prescribed. The patient will undergo a revision procedure wherein the ipg will be implanted at a deeper depth.